Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported on may 23, 2016, a culture was taken from the buttock tissue. Over the course of 72 hours, no organisms or growth were identified. Thirteen days later at the patient's post-operative appointment, the patient thought his incision was infected. The patient had been experiencing some drainage and pain. The patient had an infected wound that was still discharging pus. No other problems were noted at the time. The physician opened the wound after removing all the clips and stitches and cleaned it with betadine and put a dressing on it. The patient was instructed to put dressing on it daily with bacitracin. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the incision looked healing nicely with no more infection.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.